Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced pain at the pocket and subtle erythema. The icm was removed and a new icm implanted in a different site. No further patient complications have been reported as a result of this event.